Event description:
A nurse reported that although the cassette was successful primed during setup, the vacuum would not "pull" during surgery. The cassette was switched out and the case was completed with no impact to the pt. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).